Manufacturer narrative:
The account troubleshot and replaced the batteries, side com board and side com cable but the issue remains. The account then replaced the versacare cable assembly that they found was damaged and the issue still remains. Hill-rom technical support asked the account to troubleshoot the side rail cables and boards. A search of the hill-rom maintenance records did not show ill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
The account reported the brake out cable was damaged when the nurses pulled the bed and left the communication cable connected to the bed and now the bed will not place a nurse call. The bed is located in room 505 on the fifth floor in general med surge at the facility. There was no patient/user injury reported. (B)(4).